Manufacturer narrative:
Result: known inherent risk of procedure. Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. The delivery system was discarded post procedure and are not available for evaluation. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in a clinical technical summary written by edwards lifesciences. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In this case, the exact cause of the valve movement on the delivery system balloon and the balloon tear/rupture cannot be confirmed as the device was not returned for evaluation. Procedural factors (manipulation of the device), in addition to patient factors (horizontal aorta, mild valvular calcification, mild aortic root calcification, severe access route tortuosity, moderate access vessel calcification) likely contributed to the reported event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time. This is one of two manufacturer reports being submitted for this case.

Event description:
As reported by our edwards lifesciences affiliate in (B)(4), during a transfemoral tavr procedure, during the advancement of a commander delivery system and 26mm sapien 3 valve, a lunderquist wire was used for a ¿buddy¿ technique due to the severely tortuous access route and horizontal aorta. The delivery system was successfully advanced and the valve was aligned. ¿significant¿ resistance was encountered during the advancement of the valve over the aortic arch. The flex catheter appeared to be ¿twisted¿ on fluoroscopy. When the valve advanced to the native aortic valve level and the flex catheter was pulled back, the valve moved to the aortic side more than 5mm. The delivery system was pulled back to the ascending aorta and the valve was realigned. When the flex catheter was pulled back, the valve moved out of the marker position again. The decision was made to implant the valve without further action. Inflation of the delivery system balloon was attempted; however, the balloon did not inflate and blood was observed in the inflation device. The delivery system, valve and sheath were removed. Upon removal, the delivery system balloon appeared to be ¿bunching¿ to the tip side and was completely separated/torn at the connection of the balloon and the balloon catheter. A new sheath, delivery system and valve were prepared. The wire placed in the left ventricle was exchanged for a shaped lunderquist, improving the shape of the aortic arch to the descending aorta. The new valve was successfully implanted and the procedure was completed. Information regarding the native annular diameter was not provided. Mild valvular calcification and mild aortic root calcification was reported. Information regarding the access vessel minimum luminal diameter was not provided. Moderate access vessel calcification and severe access route tortuosity was reported. The delivery system and sheath were discarded post procedure and are not available for evaluation.

Manufacturer narrative:
Please reference related manufacturer report no: 2015691-2017-00659.

Manufacturer narrative:
(B)(4). Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. The delivery system was discarded post procedure and was not available for evaluation. Without the device return, visual inspection, functional testing and dimensional analysis could not be performed; however, a photography of the device after use was provided. The photo of the devices showed the valve still crimped on the delivery system. The delivery system was inserted into the sheath, which had a torn liner. Review of the provided photographs of the delivery system confirmed the bond separation between the inflation balloon and crimp balloon. It also showed the bunching of the inflation balloon towards the nose cone. The complaint of the balloon torn was confirmed based on the provided photographs. Since no fluoro or cine imagery was provided, the complaints of valve movement on balloon and difficulty with valve alignment could not be confirmed. During DHR review, it was found that the balloon for this lot failed the compliance burst test. The balloon lot lower tolerance limit (ltl) was less than the lower specification limit. Balloon with burst rating lower than the specification can impact the fatigue/strength characteristics of the balloon and result in premature balloon failure (torn/burst). Additional samples of the lot were evaluated for the burst test. The balloon lot passed the test and was accepted for continued processing. In response to the non-conformance, a process change control involving increment of test sample sizes was implemented. No other issues were found that could have contributed to the reported event. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in a clinical technical summary written by edwards lifesciences. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. In this case, complaint for the balloon torn was confirmed based on photographic review. The exact cause of the valve movement on the delivery system balloon and the balloon tear/rupture cannot be confirmed as the device was not returned for evaluation. Procedural factors (manipulation of the device), in addition to patient factors (horizontal aorta, mild valvular calcification, mild aortic root calcification, severe access route tortuosity, moderate access vessel calcification) may have contributed to the reported event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.